Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 410 mg/dl at the time of incident. Customer states that they got alerts that their threshold was suspending and they took juice. Customer states that they were at work and on break and does not have time to troubleshooting. The devices will not be returned for analysis.